Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video colonoscope ec-3890fk2 sn: (B)(4). In the event reported by the user, the user stated there is image disturbance which was detected before use. There was no adverse event reported with this complaint. The device was received at pentax medical (B)(4) for further evaluation. No additional information provided. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
This device is not available for sale in united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.